Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cardiac disorder. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("heavy blood flows"), blindness ("loss of sight"), deafness ("loss of hearing"), multiple allergies ("various allergic problems"), allergy to metals ("allergic to nickel"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), amnesia ("memory loss"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), gait disturbance ("walking difficulties"), peritonitis ("peritonitis"), depression ("depression") and injury ("severe damage to health and mental-physical integrity/serious illnesses"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, blindness, deafness, multiple allergies, allergy to metals, abdominal pain, vomiting, amnesia, pyrexia, abdominal distension, alopecia, gait disturbance, peritonitis, depression and injury outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, blindness, deafness, depression, gait disturbance, genital haemorrhage, injury, multiple allergies, pelvic pain, peritonitis, pyrexia and vomiting to be related to essure. The reporter commented: complaints starting from the time of implantation of the device, after which she was forced to attend repeated specialist medical visits. The consequent inevitable need to undergo an intervention to remove the essure medical device is currently delayed due to the cardiological problems. Follow up was received from lawyer on (B)(6) 2021 (not on (B)(6) 2021) with specified events. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Amendment: the report was amended for the following reason: previous report from lawyer was received on (B)(6) 2021 (not on (B)(6) 2021). No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cardiac disorder. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("heavy blood flows"), blindness ("loss of sight"), deafness ("loss of hearing"), multiple allergies ("various allergic problems"), allergy to metals ("allergic to nickel"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), amnesia ("memory loss"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), gait disturbance ("walking difficulties"), peritonitis ("peritonitis"), depression ("depression") and injury ("severe damage to health and mental-physical integrity/ serious illnesses"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, blindness, deafness, multiple allergies, allergy to metals, abdominal pain, vomiting, amnesia, pyrexia, abdominal distension, alopecia, gait disturbance, peritonitis, depression and injury outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, blindness, deafness, depression, gait disturbance, genital haemorrhage, injury, multiple allergies, pelvic pain, peritonitis, pyrexia and vomiting to be related to essure. The reporter commented: complaints starting from the time of implantation of the device, after which she was forced to attend repeated specialist medical visits. The consequent inevitable need to undergo an intervention to remove the essure medical device is currently delayed due to the cardiological problems. Most recent follow-up information incorporated above includes: on 07-oct-2021: report via lawyer specified events the plaintiff had experienced (previously only injury was mentioned), intervention in this plaintiff was currently delayed due to the cardiological problems. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pain') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included cardiac disorder. On (B)(6) 2014, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criterion medically significant), genital haemorrhage ("heavy blood flows"), blindness ("loss of sight"), deafness ("loss of hearing"), multiple allergies ("various allergic problems"), allergy to metals ("allergic to nickel"), abdominal pain ("abdominal pain"), vomiting ("vomiting"), amnesia ("memory loss"), pyrexia ("fever"), abdominal distension ("abdominal bloating"), alopecia ("hair loss"), gait disturbance ("walking difficulties"), peritonitis ("peritonitis"), depression ("depression") and injury ("severe damage to health and mental-physical integrity/serious illnesses"). Essure treatment was not changed. At the time of the report, the pelvic pain, genital haemorrhage, blindness, deafness, multiple allergies, allergy to metals, abdominal pain, vomiting, amnesia, pyrexia, abdominal distension, alopecia, gait disturbance, peritonitis, depression and injury outcome was unknown. The reporter considered abdominal distension, abdominal pain, allergy to metals, alopecia, amnesia, blindness, deafness, depression, gait disturbance, genital haemorrhage, injury, multiple allergies, pelvic pain, peritonitis, pyrexia and vomiting to be related to essure. The reporter commented: complaints starting from the time of implantation of the device, after which she was forced to attend repeated specialist medical visits. The consequent inevitable need to undergo an intervention to remove the essure medical device is currently delayed due to the cardiological problems. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 21-oct-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.